Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay or prevent defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. The fault was attributed to a system pcb. The device is no longer repairable. The customer was advised to scrap the device.